Event description:
This facility has 6 cincinnati subzero heater cooler devices, all of which have had monthly water surveillance cultures. About 6 months ago, one of these devices tested positive for 1 colony of acid-fast bacillus (afb) at which time the device was sequestered. The specimen was sent from the environmental lab to a more specialized lab for genomic testing. About 2 months ago, we received the final results from the specialized lab. The bacteria was identified as mycobacterium chimaera. This device continues to be sequestered.